Manufacturer narrative:
This report is submitted on april 09, 2024.

Event description:
Per the clinic, the patient experienced an infection and skin irritation at the magnet site (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed skin breakdown at the magnet site and subsequently was treated with topical antibiotics (specific date and duration not reported).